Manufacturer narrative:
As neither a lot number nor samples have been made available to us, no analyses could be performed so far. No further information on the patient, the skin preparation, whether the dispersive electrode has lifted up during the procedure, the energy settings and activation cycle used, and if the patient weight was placed on the dispersive electrode during the procedure have been disclosed. No further investigation can be performed. We therefore consider the investigation as closed.

Event description:
On december 17th, 2019 we have been informed about an incident involving a dispersive electrode. A posterior vertebral arthrodesis procedure was performed at chu bordeaux - groupe hospitalier pellegrin in france. A monitoring dispersive electrode (model skintact rsw213/05) and an erbe vio300d generator were used. In the initial report it was stated that [translated from (B)(6) to (B)(6) to english] when the patient was repositioned to the prone position, the medical team noticed a significant burn on the back of the left thigh underneath the adhesive section of the dispersive electrode, not underneath the "active section". The report stated that the dispersive electrode had been attached after checking that there was no liquid present on the patient's skin. The treatment of the patient injury was described as 3rd degree burn. The burn was treated with regular renewal of the burn dressing in the operating room under general anesthesia. A skin graft was likely to be performed. ("Brûlure de 3e degré avec probable greffe de peau à venir. Réfection régulière du pansement de la brûlure au bloc opératoire sous anesthésie générale.") It was also stated in the initial report that the information about the risk of burns while using an alcoholic antiseptic and a dispersive electrode had been passed on to all users in march 2018. No information about the power settings, the patient and how the skin was prepared have been disclosed to us.